Event description:
Caller reported a tandem mobi cartridge alarm during the load process and confirmed cartridge alarm 30. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. Cts instructed the caller to remove the cartridge and deliver a 9-unit bolus, which was completed successfully. The caller reloaded the original cartridge and resumed insulin therapy.